Event description:
Following a diagnostic procedure an angio-seal device was placed in a pt's right groin and hemostasis was achieved. The pt developed hives during the case (thought to be related to contrast medium), and was given benadryl. A short time later the pt became hypotensive, and approximately 3 hours later the pt experienced a vagal response. The pt underwent a computerized tomography which revelaed a retroperitoneal bleed. Three or four units of packed red bleed cells were administered, and the pt was taken to surgery for repair of the vessel. The angio-seal was visualized during surgery, and noted to have been deployed outside of the vessel. The surgeon stated that he believed the pt's scar tissue directed the path of the bleed toward the retroperitoneal space. As of 07/10/1998 there has been no further report to the MFR of complication or pt sequelae.